Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and after looking at the lens under the microscope, noted that the lens was scratched. The incision was enlarged slightly to remove the lens and another same type lens was implanted. The reporter stated the technician does a visual check of the lens before loading and the lens was ok to use. The reporter stated they felt the lens was not receiving scratched. The injector and foam tip plunger used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.